Manufacturer narrative:
Correction: this supplemental report is to correct the reportable aware date reported in the follow up report that was submitted on aug 28, 2017. The correct reportable aware date is (B)(6) 2017.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.